Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos ph surgery, the surgeon inserted the locking screw. But, the locking screw could not locked to the plate. A surgeon tried several times, but the result was same. Therefore, the surgeon changed the locking screw to another screw.

Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm / l40mm was alleged of issue of poor fixation (s-41- poor fixation) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was probably caused by the insertion of the screw with a too big of an angle. The device inspection revealed the following: the locking thread under the screw head is heavily damaged: the threads have been flattened. The bright color of the metal indicates that the material has been plastically deformed. A small wire encircles the screw's thread in the middle of the screw body. This wire was identified to be the threading supposed to be below the screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Note: if a combination of non-locking and locking screws is used in the shaft, the plate fixation should begin with standard non-locking screws prior to the placement of any locking screws. Always lag before you lock. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos ph surgery, the surgeon inserted the locking screw. But, the locking screw could not locked to the plate. A surgeon tried several times, but the result was same. Therefore, the surgeon changed the locking screw to another screw.